Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with ventricular fibrillation (vf). Undersensing of the ventricular tachycardia (vt) was noted previously, and programming change was made accordingly. The device failed to deliver high voltage therapy since fine vf was misdiagnosed as right ventricular lead noise due to low amplitude electrogram (egm). Medication was given, and external cardioversion was made successfully.